Event description:
On (B)(6) 2010, pt reported she woke up and had a bowl of cereal on (B)(6) 2010 and then 2 hours later, felt "cruddy" so, she tested her blood glucose with a reading of 300 mg/dl. Pt stated she bolused 5.0-6.0 units of insulin to bring it down. Pt's normal blood glucose range is 80-160 mg/dl. Pt reported a few hours later, it was only down 20 points so she bolused an add'l 7.0 units of insulin. Pt stated she tried to exercise and her reading still did not come down, so she took another 5.0 units of insulin. Pt stated normally if her readings are elevated, bolusing usually will correct it. Pt stated in the middle of all those boluses, she also changed the infusion set. Pt reported the initial site and tubing had been in use for 24 hours. Pt stated later that evening, her blood glucose dropped to 58 mg/dl; corrected with food and was able to bring it back up. Pt reported on (B)(6) 2010, she was out doing stuff and with the extra activity, she started not feeling good again, so she checked her blood glucose and received a reading of 300 mg/dl. Pt stated she disconnected and primed to make sure insulin was flowing; it was, so she reconnected and bolused 6.0-7.0 units of insulin which brought the reading down. Pt reported on (B)(6) 2010, she he woke up with a blood glucose of 61 mg/dl; she corrected with food and then after lunch around 3 or 4 pm, her blood glucose was back up to 300 mg/dl. Pt stated she bolused 6.5 units of insulin which brought her blood glucose down to 128 mg/dl. Pt reported she ate dinner and bolused for dinner and again her blood glucose became elevated at 289 mg/dl; she corrected with a bolus of 5.0-5.5 units of insulin which brought it back down. Pt reported on (B)(6) 2010, her reading was back up to 324 mg/dl 6 hours after dinner for no reason and then she decided to switch to her backup infusion device. Pt stated her readings have been fine since she has been on the backup device. Pt reported the bolus seems to be working fine; it's the basal rate she believes is not delivering accurately. Pt reported she received no error messages from the infusion device. (B)(6). The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspected product for eval.